Event description:
It was reported that the device was plugged into a "pendant" (a power tower where medical equipment is plugged/attached), which caused sparks and led to a loss of power in the room. The hospital internal preliminary assessment suggested that a loose mains cable within the retainer might have been the cause. There was no patient involvement. It was reported that the pv unit was "plugged into a pendant, which caused sparks and led to loss of power in the room." There was no patient involvement. The facility reportedly completed an internal investigation. Per report, they have replaced the power supply board and iui connectors. The pump modules connected to the pc unit at the time of the incident were reportedly inspected, tested, and released for use, "as no faults were found". Per customer, their "preliminary assessment suggests that a loose main cable within the retainer may have been the cause." The customer is requesting bd to perform further investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that device was plugged into a pedant which caused sparks and led to a loss of power in the room. ¿ a review of the pcu s/n (B)(6) log review also observed on (B)(6) 2024, at 11:33 am the pcu was powered on, and 15 seconds latter the pcu was powered off, it powered on once more and at 11:35 am, the pcu was detected power battery very low and then the pcu was powered off. ¿ internal inspection did not find any anomalies nor fluid ingress. ¿ the original board sent by the customer was installed and tested in the pcu, when it was powered on and upon boot up, error code 133.6080 occurred. O the performed battery conditioning test based on the test procedure observed in service bulletin 592a, observed the battery capacity displayed within the recommended milliampere-hours (mah) range. O the battery was found to be approximately 3 years old; bo recommended that the battery be replaced every two (2) years. ¿ the bd alaris user manual v12.3 (dir: (B)(4)) has information for the user regarding system errors; a system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose, or vtbi. ¿ the bd alaris user manual v12.3 (dir: (B)(4)) on appendix a ¿ troubleshooting and maintenance states that: o ¿the life expectancy of the battery is dependent on the amount of use, the depth of discharge, and the state of the charge that is maintained. Generally, the battery has the longest life if the device is plugged in, and battery use is infrequent. Frequent use of battery power and insufficient battery charge cycles significantly decrease the life of the battery. O the battery is intended as a backup system. Leave the power cord connected to an external hospital grade ac power source whenever available.¿ o for proper battery maintenance the battery should be conditioned every 12 months by biomedical engineering. The battery should be replaced every 2 years by biomedical engineering. O if the device has been used on battery power, ensure that the battery is fully charged prior to using the device on battery power again. To fully charge a depleted battery connect the device to a hospital grade ac power source for 16 hours. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation. Please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported issue that a pedant cause sparks was not definitively determined. The customer reported during their investigation that it was possible that loose mains cable within the retainer may have been the cause, however this could not been determined from an examination of the pcu device alone.

Event description:
It was reported that the device was plugged into a "pendant" (a power tower where medical equipment is plugged/attached), which caused sparks and led to a loss of power in the room. The hospital internal preliminary assessment suggested that a loose mains cable within the retainer might have been the cause. There was no patient involvement. It was reported that the pv unit was "plugged into a pendant, which caused sparks and led to loss of power in the room." There was no patient involvement. The facility reportedly completed an internal investigation. Per report, they have replaced the power supply board and iui connectors. The pump modules connected to the pc unit at the time of the incident were reportedly inspected, tested, and released for use, "as no faults were found". Per customer, their "preliminary assessment suggests that a loose main cable within the retainer may have been the cause." The customer is requesting bd to perform further investigation.